Event description:
Impella cp c10 was implanted in a 69 year old male through the 14 fr low profile sheath via the femoral artery for lv unloading with ECMO for cgs. The patients comorbidities are unknown. The patient presented in stage d shock. While on support the patient was noted to have hemolysis. Haptoglobin was administered. On day 8 of support, the device was explanted and patient survived. When removing the impella pump, it would not come out of the sheath. It was noted that the sheath had a bent at near the sheath hub. Hemolysis is an increase risk with patients on multiple mechanical support devices, however the physician noted that they felt it was due to the rca lesion and not the impella pump. The difficulty with the removal was further discussed with the medical team, and there is the presumed contribution of the ECMO explant and manual hold to the groin site causing a kink of the introducer which contributed to the difficulty.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B1/b2 required intervention was selected incorrectly on the initial report that was submitted. A new b2 selection was selected. D4 serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the introducer. Related report number was added. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - hemolysis/mechanical interaction with blood: the cause of the hemolysis was not determined since insufficient clinical details were provided and product/logs were note returned. Difficult/unable to remove through other device: the cause of the difficulty to remove the pump through the sheath was most likely use related to manual compressive forces placed over the ipsilateral vein following ECMO cannula removal per clinical details. Resulting sheath kink reported by the physician may have added resistance during pump removal.

Manufacturer narrative:
B1: added product problem, this was omitted from the initial report in error. B3: updated date of event.

Manufacturer narrative:
B1 product problem was added. Section d4 catalog number was corrected. H6 code has been updated.